Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010. There are more self test failures recorded after this date. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.